Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and medicine couldn't be pushed through. The following information was provided by the initial reporter: "unable to push medication through the needle as if it is blocked or does not have an opening."

Manufacturer narrative:
Correction: additional lots were provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd precisionglide¿ needle was blocked and medicine couldn't be pushed through. This occurred once each in lots 1238429, 9193532, and 9322397. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1238429. D.4. Medical device expiration date: 2026-09-30. H.4. Device manufacture date: 2021-08-26 . D.4. Medical device lot #: 9193532. D.4. Medical device expiration date: 2024-08-31. H.4. Device manufacture date: 2019-07-12 . D.4. Medical device lot #: 9322397. D.4. Medical device expiration date: 2024-12-31. H.4. Device manufacture date: 2019-11-18.

Event description:
It was reported that the bd precisionglide¿ needle was blocked and medicine couldn't be pushed through. This occurred once each in lots 1238429, 9193532, and 9322397. The following information was provided by the initial reporter: "unable to push medication through the needle as if it is blocked or does not have an opening."

Manufacturer narrative:
Follow up MDR for device evaluation. It was reported the customer was unable to push medication through the needle as if it is blocked or does not have an opening. To aid in the investigation, ninety-four samples with the plastic shields, but no packaging blisters were received for evaluation by our quality team. A visual inspection was performed. Sixty-two samples have no defects or imperfections. Thirty-two samples have the needle bent at the middle about thirty degrees. Each sample was then connected to a syringe with saline solution. The sixty-two samples expelled the solution with a normal flow. The thirty-two samples with the needle bent did not expel the solution. The probable reason for the needle to not expel the solution is that the needle is bent. This condition is not how the product leaves the manufacturing operation. It is unknown at which point the needles were bent. A device history record review was completed for provided material number 305128, lot numbers 1238429, 9193532 and 9322397. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.